Manufacturer narrative:
The preliminary risk assessment indicates: severity: 3 (critical) reason: in the event of a collision with the machine, it is possible that a serious injury could occur to a patient or user. B (improbable) reason: given the fact that this feature and behaviour, is inherent in all our linear accelerators and has been there for many years, and that in our installed base of > 2200 systems. No other action will occur as a result of this event. No other products are affected. The date of event has not been communicated by the customer. As such the date notified is being used.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. It was reported by the customer that a lung cancer patient was being treated with a 90 degree couch rotation. The treatment was mistakenly auto-sequenced and after treating the initial field, the gantry collided with the patient. While this had the potential for devastating and life-threatening consequences, the patient suffered only minor bruising. The customer also reported that this incident at (B)(6) was a human error on the part of the treating therapists.